Event description:
Complainant alleged that during patient set up the internal handle fell apart. There was no indication from the complainant of any adverse effect on the patient as a result of the reported malfunction.